Event description:
The customer reported that the apex pro frequency hopping transceiver stopped functioning and loss of monitoring occurred for 30 minutes. It is unk if the nurse was monitoring the pt during the entire time that the loss of monitoring occurred. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.